Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient reported that she had an abscess under a therapy electrode. The patient used an antibiotic on the abscess. Follow-up indicated that the abscess had improved.